Event description:
The pt reported in 2006, her infusion device time was off by 9 minutes. She stated that this was the second time this had happened. The previous incident occurred "months ago" and at that time, the infusion device time was off by 15 minutes. The pt indicated that she has limited vision and requires someone to assist her with the infusion device. She reported that she did not suffer any blood glucose concerns due to the time being incorrect. No medical treatment was required. The product was requested to be returned for eval.